Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was implanted bilaterally in the year 2000 following meningitis. The implant has not been used for several years due to poor sound quality and non-auditory stimulation. Testing in situ carried out on (B)(6), 2011 shows that the device has malfunctioned.